Manufacturer narrative:
Device analysis summary: visual analysis of the product indicates the 3mm luer lock is broken, a part of plastic is missing. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that one syringe of juvederm® ultra xc had ¿the part where you screw the needle on cracked.¿ healthcare professional additionally clarified that "during injection" the "plastic cracked where the needle connects with the syringe". There was no injury to the patient, injector or staff. Patient contact was made.